Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 504 mg/dl while wearing the pod. The patient's mother inspected the pod and noticed the cannula dislodged from the infusion site (abdomen).